Event description:
A report was received that the patient had extreme procedural pain. The physician administered the patient a shot of morphine. The patient was reportedly doing well.

Event description:
A report was received that the patient had extreme procedural pain. The physician administered the patient a shot of morphine. The patient was reportedly doing well.

Event description:
A report was received that the patient had extreme procedural pain. The physician administered the patient a shot of morphine. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4). There is no complaint against the device, only that the patient was experiencing pain from the procedure, the lead migrated (confirmed by x-ray), and when revised, contacts from the paddle popped off due to excessive scar tissue. Device evaluation indicated that visual inspection revealed both pigtails were cut approximately 1.5 inches from their proximal ends. Further visual inspection revealed 9 electrodes were completely dislodged from the silicone material of the paddle, and their respective cables severed. Also 1 electrode was partially dislodged from the silicone, but still attached to its respective cable. These electrodes most likely were worked loose when the doctor was moving the lead around and manipulating/flexing the paddle portion of the lead. The cut damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation and underwent a paddle lead revision on (B)(6) 2012. During the revision the physician pulled the lead and the contacts popped out due to excess scar tissue. One contact was left in the epidural space. A new paddle lead was implanted. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model:sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm explanted lead will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.